Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are coiled metallic pieces in the fallopian tube insertion points.') And pelvic pain ('pain') in a 50-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant neoplasm of vulva recurrent (unspecified site) on (B)(6) 2013, body mass index high, urinary frequency, tubal pregnancy, degenerative disc disease, breast tenderness, breast cancer female (on (B)(6) 2009,(B)(6)2007 and (B)(6) 2010), vaginal burning sensation, abortion of ectopic pregnancy, vulval lesion, swelling nos (swelling of legs), weakness, difficulty in walking, depression, dry skin, anemia, seizures, convulsion, epilepsy, arthritis, joint pain, uterine bleeding, vaginal bleeding, genital bleeding, vulvar dysplasia, flu, uterine fibroid and neoplasm (on (B)(6)2012 excision of vulvar intraepitheal neoplasia grade 2, performed). What were the results of your essure confirmation test. Other (please describe) unknown. Previously administered products included for an unreported indication: allergies: dilatin. Concurrent conditions included breast pain, gravida, anxiety (blood transfusions), tonsillectomy, gun shot wound, back pain, neck pain, abdominal distension, ankle swelling (soft tissue swelling right ankle), swelling of feet, facial swelling, cramp in lower abdomen, biopsy (vulva, upper, biopsy: high grade squamous intraepithelial lesion (vin 2) vulva, lower, biopsy: high grade squamous intraepithelial lesion (vin 2)), metrorrhagia, endometrial biopsy, abdominal pain lower, irregular menstruation and uterine bleeding. Concomitant products included naproxen and oxycodone. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and weight fluctuation ("weight fluctuation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, abdominal pain and weight fluctuation outcome was unknown. The reporter considered abdominal pain, device breakage, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion earlier reported date was 2012 and now as per pfs (B)(6) 2009 coils trailing left:2 coils trailing right:6 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pathology test - on (B)(6) 2013: gross description: the myometrium averages 2.5 cm in thickness and contains three intramural fibroids (ranging from 0.4-2.5 cm in greatest dimension) - all with a homogenous white whorled cut appearance without hemorrhage or necrosis. The serosa is pink-tan and glistening. There are coiled metallic pieces in the fallopian tube insertion points.. Ultrasound breast - on (B)(6) 2006: real-time gray scale ultrasonography color flow doppler used to evaluate the left breast as well as the right breast in ,a targeted fashion.. Ultrasound scan vagina - on an unknown date: transabdominal imaging was initially performed. Subsequently, endovaginal imaging was performed to further evaluate the uterus, endometrium and ovaries. And r screening for endometrial carcinoma.. Concerning the injuries reported in this case, the following one was added via medical record-device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaints) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are coiled metallic pieces in the fallopian tube insertion points.') And pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included malignant neoplasm of vulva recurrent (unspecified site) on (B)(6) 2013, body mass index, urinary frequency, tubal pregnancy, degenerative disc disease, breast tenderness, breast cancer (on (B)(6) 2009, (B)(6) 2007 and (B)(6) 2010), vaginal burning sensation, abortion of ectopic pregnancy, vaginal lesion, swelling (swelling of legs), weakness, difficulty in walking, depression, dry skin, anemia, seizures, convulsion, epilepsy, arthritis, joint pain, uterine bleeding, vaginal bleeding, genital bleeding, dysplasia, flu, uterine fibroid and neoplasm (on (B)(6) 2012 excision of vulvar intraepithelial neoplasia grade 2, performed). What were the results of your essure confirmation test. Other (please describe) unknown. Previously administered products included for an unreported indication: allergies: dilatin. Concurrent conditions included breast pain, vaginal delivery, anxiety (blood transfusions), tonsillectomy, gun shot wound, back pain, neck pain, abdominal distension, ankle swelling (soft tissue swelling right ankle), swelling of feet, facial swelling, cramp in lower abdomen, biopsy (vulva, upper, biopsy: high grade squamous intraepithelial lesion (vin 2), vulva, lower, biopsy: high grade squamous intraepithelial lesion (vin 2)), metrorrhagia, endometrial biopsy, abdominal pain lower, irregular menstruation and uterine bleeding. Concomitant products included naproxen and oxycodone. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and weight fluctuation ("weight fluctuation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, abdominal pain and weight fluctuation outcome was unknown. The reporter considered abdominal pain, device breakage, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion earlier reported date was 2012 and now as per pfs (B)(6) 2009. Coils trailing left:2, coils trailing right:6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pathology test - on (B)(6) 2013: gross description: the myometrium averages 2.5 cm in thickness and contains three intramural fibroids (ranging from 0.4-2.5 cm in greatest dimension) - all with a homogenous white whorled cut appearance without hemorrhage or necrosis. The serosa is pink-tan and glistening. There are coiled metallic pieces in the fallopian tube insertion points.. Ultrasound breast - on (B)(6) 2006: real-time gray scale ultrasonography color flow doppler used to evaluate the left breast as well as the right breast in, a targeted fashion. Ultrasound scan vagina - on an unknown date: transabdominal imaging was initially performed. Subsequently, endovaginal imaging was performed to further evaluate the uterus, endometrium and ovaries. And r screening for endometrial carcinoma. Concerning the injuries reported in this case, the following one was added via medical record-device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet and mr received, new reporter, patient demographic information, concomitant history, lab data, essure indication, start stop date, lot number and event injury to herself replaced with abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain, fatigue, weight gain, abdomen pain, spinal stenosis and brain tumor were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.